Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. There was no reported adverse impact to customer's blood glucose level. The customer changed the cartridge and successfully resumed insulin delivery.